Event description:
It was reported through the litigation process, approximately fourteen years and six month post filter deployment, it was alleged that the filter struts detached. The device was removed percutaneously with a complex technique using endobronchial forceps. The patient experienced intermittent back pain and stabbing stomach pain. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately fourteen years and three months later post filter deployment, computed tomography of abdomen and pelvis was performed which showed an infra renal bard recovery inferior vena cava filter and there was multifocal penetration into the retroperitoneum and vertebral body. Also, the target vessel diameter was 20 mm. After three months, the patient came for consultation regarding filter retrieval. The patient reported intermittent ¿stabbing" pain in his stomach and back and wondered if this may be related to the indwelling inferior vena cava filter. On the next day, through the right internal jugular vein access, the bard recovery inferior vena cava filter was removed. The right internal jugular vein was accessed, and a 16-french sheath was placed. An inferior vena cavagram was performed which demonstrated an indwelling bard recovery inferior vena cava filter and the filter position was in the infra renal inferior vena cava. The filter integrity was intact and there was no intra-filter thrombus present. Also, there was leg penetration, and the hook position was not embedded. Then, using the rigid (white handled) endobronchial forceps, the filter apex was dissected from fibrous tissue, and subsequently captured. Then the filter was subsequently sheath into the 16 french sheath as a single unit. Post retrieval study showed that successful complex retrieval of chronically embedded bard recovery filter as a single unit with inspection on the back table noted fracture of a single endplate. The residual filter footplate could not be identified on post-retrieval imaging. However, this was an unusual procedure with complex inferior vena cava filter retrieval with fluoroscopic guidance was performed with 0.5 hours of additional procedure time because of the technical difficulty of the procedure resulting from the embedded nature of the filter and its effects on the inferior vena cava, required substantial additional physical and mental effort. A post retrieval venography was also performed which demonstrated a widely patent inferior vena cava without filling defect, luminal irregularity, pseudoaneurysm, or active extravasation. Therefore, the investigation is confirmed for the alleged filter limb detachment, perforation of the inferior vena cava and retrieval difficulties.the definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process, approximately fourteen years and six month post filter deployment, it was alleged that the filter struts detached. The device was removed percutaneously with a complex technique using endobronchial forceps. The patient experienced intermittent back pain and stabbing stomach pain. The current status of the patient is unknown.